Manufacturer narrative:
Internal complaint reference (B)(4). Article cite: yapici, f., üçpunar, h., gür, v., onaç, o., alpay, y., karaköse, r., & çamurcu, y. (2022). Functional and radiological comparison of three cephalomedullary nails with different designs used in the treatment of unstable intertrochanteric femur fractures of elderly. Yaslilarda instabil intertrokanterik femur kiriklarinin tedavisinde kullanilan dizaynlari farkli üç sefalomedüller çivinin fonksiyonel ve radyolojik açidan karsilastirilmasi. Ulusal travma ve acil cerrahi dergisi: turkish journal of trauma & emergency surgery: tjtes, 28(5), 668¿677. Https://doi.org/10.14744/tjtes.2020.80733.

Event description:
On the on the literature review "functional and radiological comparison of three cephalomedullary nails with different designs used in the treatment of unstable intertrochanteric femur fractures of elderly", it was reported that, after undergoing a primary internal fixation with an intertan nailing system, six (6) patients suffered from a malreduction of the fracture (5 patients in varus and 1 patient in valgus). It is unknown how this issue was solved. Patients outcome is unknown. Upon an update from the author, malreduction was categorized as a subheading of malfixation, which was stated as a surgeon-related problem and not an implant-related problem. It was added that intertan was able to provide a stable construct even if the surgeon failed to achieve a good reduction.

Manufacturer narrative:
H3, h6: the devices were not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this case reports, in a literature review that 6 patients suffered from a malreduction of the fracture, after having a primary internal fixation with an intertan nailing system (5 patients in varus and 1 patient in valgus). It is unknown how this issue was solved. No further information is available. Without clinical and patient specific information, a thorough medical investigation cannot be performed. The root cause would likely be a procedural issue and not a product failure. The patients¿ outcomes/impacts beyond that which was documented in the article cannot be confirmed nor concluded. No further medical assessment is warranted at this time. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to procedural issue and/or surgical technique. The contribution of the devices to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.